Manufacturer narrative:
The conclusions are as follows: - the electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. - the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - no obvious tightening marks were seen on the atrial setscrew tips and correct tightening marks were noticed on the ventricular setscrew tip. - the ventricular setscrew was found completely screwed and visible from the port. It was probably screwed before the lead was fully inserted and was not unscrewed before the ventricular lead was removed. This explains the correct tightening marks observed but the difficulty in inserting completely the lead. - based on the available information, no issue is suspected on the subject pacemaker. For more details.

Event description:
Reportedly, on (B)(6) 2025, the pacemaker replacement surgery was performed. During the replacement surgery, the connector of the ventricular lead could not be inserted all the way into the ventricular port of the eno dr (s/n: (B)(6)), and there was no ventricular pacing observed. Upon using the new eno dr (s/n: (B)(6)), no issues were observed with the connections of the atrial lead and the ventricular lead, and the replacement surgery was completed without any issues. The leads are from another company.

Manufacturer narrative:
The UDI is unknown as of today, once it is retrieved, a new MDR will be provided. The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2025, the pacemaker replacement surgery was performed. During the replacement surgery, the connector of the ventricular lead could not be inserted all the way into the ventricular port of the eno dr (s/n: (B)(6)), and there was no ventricular pacing observed. Upon using the new eno dr (s/n: (B)(6)), no issues were observed with the connections of the atrial lead and the ventricular lead, and the replacement surgery was completed without any issues. The leads are from another company.